Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Open low anterior resection on which firing did this occur? The first. Did the device staple? Information not provided. If the device stapled/fired, was the staple line complete? Information not provided if the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Information not provided. Did the device cut? Information not provided. If the device cut/fired, was the cut line complete? Information not provided. The analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device cut as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was fired but it did not cut the tissue properly. The firing trigger was pulled all the way. The tissue was cut using a scalpel and the procedure was finished without any further issues. There were no adverse consequences for the patient reported.